Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation of the pacemaker, it was discovered that the atrial lead exhibited episodes of noise. Each episode was less than six seconds long. The physician elected to continue to monitor the lead. The patient condition was stable.